Manufacturer narrative:
Two devices were received for evaluation and the failure mode (broken tip) was confirmed. These devices were manufactured in 2003. In (B)(6) of 2005 (B)(4) was in place to change dimensions and material type. No further action is required.(B)(4).

Event description:
Surgeon inserted a 2.7mm alligator grasper into the patients left knee joint. The tip of instrument broke off in patients left knee. This piece of the instrument could be viewed on the monitor. The surgeon requested another 2.7mm alligator grasper from another theatre set to try and retrieve the broken piece of metal. The next 2.7mm alligator grasper, the tip of this also snapped off into the patients left knee. A third 2.7mm alligator grasper was taken from the third theatre set. This was used to retrieve one piece of metal that could be viewed on the monitor. The surgeon then tried to retrieve the second piece of metal but could not see it on the monitor. Radiology was requested and it could be seen on radiology. A further attempt under radiology control to retrieve the piece was unsuccessful as it was in the posteromedial aspect of the knee. The surgeon decided not to explore any further due to concerns over the piece of metal being in soft tissue at the back of the knee.

Manufacturer narrative:
There is no product being returned for evaluation. (B)(4).